Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 56 mg/dl.